Event description:
On (B)(6) 2013, during the preparation to circulation of the patient (the circulation was made with quadrox-I, pediatric oxygenator, maquet, lot 70074820, was observed the leakage from place of luer connecting pipe of oxygenator, when trying to stop leakage the luer port was seen to be broken and the further use of the oxygenator was impossible and was replaced by other one. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).